Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify low battery alarm due to the blank display. The pump was received with label damage, cracked case corner of belt clip rails, cracked battery tube threads. Unit p-cap, test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the insulin pump along the battery compartment and along the clip rails. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.